Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance an 840 ventilator generated an error message. There was no patient involvement at the time of the event. The customer reported that the graphic user interface (gui) central processing unit (cpu) was replaced. The service engineer (se) downloaded software onto the customer purchased gui cpu and performed extended self-testing on the device and all tests passed.